Event description:
As reported, the sheath-protecting the collagen plug of a 5f mynx control vascular closure device (vcd) split in half, making it unable to advance through an unknown sheath. Hemostasis was ultimately achieved using another mynx device, and closure was successful. There was no reported patient injury. The device was stored and prepped according to the IFU. It was used in an arterial embolization for bleeding with a retrograde approach. The deployer was certified on the mynx device. The device was later returned for evaluation as previously expected. Addendum: the sealant was completely exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
As reported, the sheath-protecting the collagen plug of a 5f mynx control vascular closure device (vcd) split in half, making it unable to advance through an unknown sheath. Hemostasis was ultimately achieved using another mynx device, and closure was successful. There was no reported patient injury. The device was stored and prepped according to the IFU. It was used in an arterial embolization for bleeding with a retrograde approach. The deployer was certified on the mynx device. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both found in the not-depressed position. The stopcock was found closed with a cordis mynx syringe attached to the unit. The sealant was present in manufactured position and was completely exposed. A frayed, split, and torn condition was observed on the sealant sleeves. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the frayed, split, and torn conditions present on the sealant sleeves. Additionally, due to the mynx control system ¿ deployment difficulty ¿ premature observed, the catheter working length was verified and noted to be within the defined parameter. The functional test to evaluate the insertion and withdrawal of a csi could not be performed due to the sealant sleeves¿ condition. Additionally, due to the mynx control system ¿ deployment difficulty ¿ premature observed, a simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon. After the tension indicator was aligned by pulling in the distal direction, the distal tip, button 1, and button 2 were depressed in the instructed sequence, and no anomalies were observed. The reported event of ¿sealant sleeves (cartridge assembly)- frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted on the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the limited information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.